Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "failed accolade tmzf stem originally put in 2007 was taken out on 03/21/2011. Pt has bilateral hip other side is fine, also done 2007 cup and liner stayed in just revised head and stem."